Manufacturer narrative:
Analysis of the device, serial (B)(4), found battery normal end of life, no telemetry and no output, with no significant anomalies. The epoxy bond was broken at the battery terminal.

Event description:
It was reported, the implantable neurostimulator (ins) batter "stopped working." The ins was removed and the patient recovered without sequela. No further information was reported.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID, 435135 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type lead product ID, 435135 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.